Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was 90 mg/dl. The customer reported that they had battery power loss was unexpected, but it does have power. Customer stated that the pump shows full battery now after changing the battery and the pump had an alarm about battery power loss. The insulin pump will be returned for analysis.